Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the customer complaint. The tip was charred, and the teflon pad was lifted off, exposing metal underneath. Based on similar reports, a potential cause for the thermal and mechanical damage to the teflon pad and jaw area is operator¿s technique. The instruction manual contains several warning statements to prevent the damage: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ and ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends preparing a spare device for use in the procedure.

Event description:
Olympus was informed that during a laparoscopic right ovarian cystectomy, the device had sparks, smoke, and charring at the tip, and that the teflon pad detached, exposing metal underneath. There was no reported patient injury or device fragmentation into the patient. After replacement of the malfunctioning device, the procedure was completed with another similar device.